Event description:
It was reported that the physician was implanting a new model 103 generator, but was unable to establish communication with the generator. Interrogation would proceed about halfway, and then the physician would receive a "checksum" error. It was noted that the handheld was plugged into the wall and the physician was asked to unplug it. Physician stated that when he unplugged the handheld, it immediately powered off and would not turn back on. He said that the handheld had been plugged in for 2 hours before surgery, but it was noted that the power light was not on when the handheld was charging. When the physician held the serial adapter cord in, the power light would turn on indicating the handheld was charging. Attempts for further info and product return are in progress.